Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies, hypoglycemia, and a loss of consciousness. The sensor was inserted at the abdomen. Patient reported that she was passed out when her husband came home. Patient's husband treated the patient with glucagon. Patient's bg meter value was 32 mg/dl. The cgm bg value is unknown. At the time of contact, patient is stable. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.